Manufacturer narrative:
(B)(4). This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. The defect reported could not be verified. The following repair activities were performed service & repair functions as per (B)(4). Attached box label, electrical safety and vapr3 repair record. Nothing noted in the service history that could have contributed to the complaint. Could not duplicate the customer's complaint of wand sparked in the patient. Unit was evaluated, many attempts of testing and diagnostics were made and no problems were found. The testing of the unit was completed per the service manual. The unit passed all functional tests and is fully operational. A review into the depuy synthes mitek complaints system revealed no other complaints for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Evaluation of this device as well as the accompanying device that was sent in by the customer (0624575 on (B)(4)) showed no indications of the described failure. The device was thoroughly evaluated and no problems with the device could be found. Due to the multiple occurrences, the problem seen by the customer could be related to an accessory rather than the generator.

Event description:
It was reported that a vapr3 generator sparked when used. There's no report of patient harm or surgical delay.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed